Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Pairing test with (B)(6) bluetooth device: pass. Transmitter final function tester: pass. Perform share log review and no data found. Perform bin file review: tx hasn't been originally paired. The complaint is not confirmed because the transmitter passed all testing the reported event of a transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be determined. A root cause could not be determined.